Manufacturer narrative:
The returned device was evaluated and the pdm had been factory reset prior to being received. No data was present for the occurrence date. A new pod was paired with the pdm. Bolus delivery was tested. No issues were noted during insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings, chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes, chapter 13 / page 176. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm. Living with diabetes, chapter 13 / page 172-173. Warning: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. Prepare an emergency kit to keep with you at all times. The kit should include: several new, sealed pods. A vial of rapid-acting u-100 insulin (see "general warnings" on page xii for insulins cleared for use in the omnipod dash¿ system). Syringes or pens for injecting insulin. Blood glucose test strips. Blood glucose meter. Ketone test strips. Lancing device and lancets. Glucose tablets or another fast-acting source of carbohydrate. Alcohol prep swabs. Instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted. A signed letter from your healthcare provider explaining that you need to carry insulin supplies and the omnipod dash¿ system. Phone numbers for your healthcare provider and/or physician in case of an emergency. Glucagon kit and written instructions for giving an injection if you are unconscious (see "avoid lows, highs, and dka" on page 176). Living with diabetes, chapter 13 / page 176. Avoid lows, highs, and dka. You can avoid most risks related to using the omnipod dash¿ system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often.

Event description:
The patient reported that while walking his dog, he had given a bolus when the pdm (personal diabetes manager) had a communication error with the pod. He did not get a confirmation that the bolus was delivered, so he delivered a second bolus and his blood glucose (bg) went low. He over bolused, had a seizure, and a bystander called the paramedics. The patient said his bg must have been below 40 mg/dl. The paramedics diagnosed him with hypoglycemia and gave him juice and oral glucose liquid. The paramedics wanted him to go to the hospital, but he refused treatment and did not go. They waited there at the scene until his bg got above 80 mg/dl, and then the patient drove himself home. He was able to resume communication after putting the pdm right up to the pod, so the pod was not removed early. The device was returned for evaluation.